Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported torn shaft; however, the reported activation failure of the stent appears to be related to operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. D9: device available for evaluation changed from yes to no.

Event description:
It was reported that the procedure was to treat a moderately calcified left anterior descending artery 2nd diagonal in the bifurcation that has 80% stenosis. The 2.25x18mm xience skypoint stent delivery system (sds) was advanced to the lesion. An attempt was made to inflate the sds; however, the device failed to inflate. Once removed, a hole was noted in the shaft. Another unspecified device was used to successfully complete the procedure. There was no adverse patient effects reported and no clinically significant delay reported. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.